Event description:
A patient reported experiencing inaccurate high results with a tone touch basic meter. The patient's blood glucose results were 10.6 mmol versus 7.4 mmol meter to lab. Tests were done within 10 minutes with a difference of 43%. Patient did not experience any adverse events. No further information has been reported.